Event description:
It was reported that the user experienced hyperglycemia, with a highest blood glucose of 260 mg/dl and out-of-range duration of approximately 4 hours, after a meal. The ilet did not alert for high glucose, and glucose began to decline during the call as the system adjusted insulin delivery. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding ilet adaptive insulin delivery and postprandial control. Investigation of this case revealed no device malfunction identified and no component failure observed, with the event characterized as hyperglycemia of unclear cause while the system was learning insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.